Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 1.6; lab: 5.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.6; lab: 5.9; mean: 3.75; confidence limits: 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Per text "the pt's coumadin dose was held for a few days and was stable after". This is adverse event case. Products will be tested when returned. Per text "pt in question was already released from their nursing facility".